Manufacturer narrative:
This report is submitted on june 19 2020.

Event description:
Per the surgeon, the patient experienced no hearing response when using the device. Reprogramming attempts were made. An explantation/re-implantation surgery is scheduled for (B)(6) 2020.

Manufacturer narrative:
It has now been reported that the device was explanted on (B)(6) 2020. This report is submitted on july 21, 2020.